Manufacturer narrative:
The device has not been returned/received to date. We are unable to confirm the cause of the reported thermal event. The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. If the device is received, a supplemental report will be submitted with the investigation results. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 1.1.6. Cloud - smartphone operating system: 18.3. Cloud - smartphone hardware: iphone14.7. Cloud - cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that while charging his controller, the charging cord had a thermal event and damaged the controller. The patient confirmed using the charging cord that was provided with the device. No blood glucose levels were impacted, and the patient did not require medical attention. The device is expected to be returned for investigation.